Event description:
Patient reported diagnosis of bia-alcl. Physician's reports have been provided to confirm diagnosis, cd30+ and alk- confirmed. Medical report also states "breasts had become distorted", capsular contracture, baker grade iii and that the implant had "flipped back to front". Left side. Device removed with capsulectomy and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Treating physician contact information: (B)(6). Date of alcl diagnosis: (B)(6) 2021.

Manufacturer narrative:
(B)(4). The events of lymphoma - alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Patient reported diagnosis of bia-alcl. Physician's reports have been provided to confirm diagnosis, cd30+ and alk- confirmed. Medical report also states "breasts had become distorted", capsular contracture, baker grade iii and that the implant had "flipped back to front". Left side. Device removed with capsulectomy and replaced with non-allergan device.